Event description:
It was reported that the subject device had numerous lines in the image and it was hard to see. The issue occurred during a therapeutic laryngeal reconstructive surgery that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the main unit's image sensor is malfunctioning, and it is assumed that normal communication is not possible, resulting in the occurrence of the image abnormality indicated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had numerous lines in the image and it was hard to see. The issue occurred during a therapeutic laryngeal reconstructive surgery that was completed using the same set of equipment. There were no reports of patient harm.